Manufacturer narrative:
Investigation results: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision was performed on the right knee due to pain and tenderness. However, per legal correspondence, medical documentation has not been provided as of the date of this review. Based on the information provided, the root cause and/or patient outcome beyond that which was provided in the complaint itself could not be confirmed nor concluded. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Us legal: it was reported that a revision surgery was performed on the patient right knee due to pain and tenderness to the touch. The patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the reported manipulation under anesthesia was done due to arthrofibrosis, which is a known complication of major knee surgeries due to excessive scar tissue formation. Therefore, it cannot be concluded the arthrofibrosis, and subsequent manipulation under anesthesia were associated with the implant. The reported chronic pain can be seen as a result of the arthrofibrosis, infection and/or loosening. As well, the reported loosening can be seen as a result of the unspecified infection. The infection is a common risk of all surgeries, is highly likely of an exogenous nature and there is no evidence the infection is related to the implant. A subsequent second revision was reported due to pain and tenderness to touch; however, no further information was provided regarding this event. The known patient impact is the manipulation under anesthesia and multiple revisions. A review of the instructions for use documents for knee systems revealed in possible adverse effects that unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to this condition. Additionally, temporary or permanent nerve damage can result in pain or numbness of the affected limb. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.